Event description:
During an endoscopic vein harvest, the tip of the optical vessel dissector separated from the rest of the device. The tip was retrieved endoscopically and another endoscopic optical vessel dissector was used to complete the vein harvest. There were no adverse patient consequences reported.